Manufacturer narrative:
An event of a fractured sheath was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
At the end of the pci procedure, after removing the sheath from the patient, the device was noted to be fractured at the base, between the hub to catheter transition. The sheath was not exchanged in order to complete the procedure. There were no adverse patient health consequences.